Event description:
Device 2 of 2 (see MFR report # 1627487-2010-02991 for device 1 of 2). The pt received her scs system on (B)(6) 2010 which included two percutaneous leads. On (B)(6) 2010, it was reported that the pt's stimulation had changed following strenuous activity. An x-ray revealed that both leads appear to be totally out of the epidural space. The pt has a follow-up appointment with her physician to discuss the next course of action. No further info is available at this time. A supplemental report will be filed as necessary.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.